Event description:
It was reported that during a thoracotomy right lung biopsy, the device fired twice properly. The surgeon was firing the device the third time on the middle lobe of the lung, on the parenchyma not on the vessel. The surgeon dialed the device down into range and fired, however, when the device was opened there were no staples at all. The area was oversewn and felt was used to complete the procedure. The procedure was prolonged for 30 minutes. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.